Manufacturer narrative:
Initial and final (B)(4) - device 2 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that 4 infusion sets tubing detached from connector on (B)(6) 2024. The infusion set was in use for 24-48 hours. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.